Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician started removal of the rv lead using a spectranetics tightrail rotating dilator sheath. Progress was made, with the device advancing down to the superior vena cava (svc)/ra junction when the patient's blood pressure suddenly dropped. Rescue efforts began immediately; CT surgeon was already in the room, and sternotomy was performed. A 2 cm perforation in the svc/ra junction was discovered. Repair of the tear was successful. Rv and ra leads were removed post sternotomy and patient survived the procedure. This report captures the tightrail device in use when the svc/ra junction perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.